Event description:
Capsulectomy, removal of implant material, replacement of implants. Left - thick calcified capsule. It was entered and gel material removed. Very liquid silicone with complete disintegration of implant. Right - gross gel extravasation.